Event description:
The initial reporter received questionable gluc hk gen.3 (gluc3), bilirubin total gen.3 (bilt3), and other assay results from one patient sample tested on the cobas 6000 c501 (ul) v. The initial glucose hk gen. 3 result was not reported outside of the laboratory. The initial result was 3 mg/dl. The repeat result was 59 mg/dl. The initial bilirubin total gen. 3 result was reported outside of the laboratory. The initial result was 0.562 mg/dl. The repeat result was 9.93 mg/dl. The repeat result was deemed correct. The patient's other assay results were flagged prompting the patient sample reruns.

Manufacturer narrative:
The gluc hk gen.3 (gluc3) reagent lot number is 75437401 with an expiration date of 31-jan-2025. The bilirubin total gen. 3 reagent lot number is 75274901 with an expiration date of 30-apr-2025. The investigation reviewed the last calibration performed and no alarms were noted. The investigation reviewed the qc data; the results were within specifications. There was no indication of a performance issue with the reagent. The field service engineer (fse) inspected the module and determined that a restriction within the sample probe had caused the event. He replaced the sample probe and verified the module was again performing within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. E1 initial reporter email address: (B)(6) .